Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the device was running firmware version 1.10.2.18 and planned to virtually unload the drawer to resolve the reported bogus pocket issue, which would require downtime and a full data synchronization, however, further investigation showed that the a 252 pocket could not be seen in device inventory on the server or on the device. Upon speaking with the customer, the tss confirmed that the augmentin medication in drawer 5.1 had already been unloaded by customer, and since then the bogus pocket behavior had not reoccurred. A review of medication inventory across all devices confirmed not out-of-range or invalid pockets, and the customer acknowledged that the issue resolved. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one for the correct medication and one for an incorrect medication. Midodrine was found in a pocket designated for augmentin 875 mg. Upon inventorying the medications, it was noted that both medications were supposed to be assigned to the same pocket, meaning the same pocket opened for both medications. It was also observed that the augmentin pocket was designated as a 252. There were no adverse events or injuries reported based on this event.